Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images reveals two separate devices outside and on top of packaging. T1 and t2 anchors have become detached from the needle on both devices. One of the devices does not have the variable length depth straw and shows the suture still attached to the needle, the second device has the variable length depth straw and shows a suture not attached to the needle. The devices show no physical damage. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture. The t2 and a partial suture were returned off the needle. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed due to both implants have been deployed. A review of the customer provided images reveals two (2) separate devices outside and on top of packaging. T1 and t2 anchors have become detached from the needle on both devices. One of the devices does not have the variable length depth straw and shows the suture still attached to the needle, the second device has the variable length depth straw and shows a suture not attached to the needle. The devices show no physical damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during use instruments inside the patient in a meniscus repair, the t2 of the ultra fast-fix fell off. The procedure was completed with a s+n back-up device. No significant delay was reported, and no patient injury or other complications were reported.